Event description:
It was reported that a home patient experienced a connection issue between the minicap transfer set and the titanium adapter. The patient stated that the gap was about 0.1-0.15cm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. Visual inspection was performed with naked eye and magnification with no issues noted. Functional testing was performed including leak testing, clear passage testing, integrity of seal surface test, and clamp function testing performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.